Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. There is no evidence that the complaint device failed to meet applicable product specifications before distribution. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
(B)(6) registry. It was reported target vessel revascularization (tvr) occurred. (B)(6) 2014. - the target lesion was a 99% stenosis lesion located in the left popliteal and was 8 cm long with a reference vessel diameter of 5.4 mm. The lesion was treated with the jetstream navitus system. Residual stenosis was 40%; post-adjunctive treatment residual was 10%. Angiography results revealed right common femoral artery critical stenosis (distal to access site) and above knee left popliteal 99% stenosis. A jetstream atherectomy treatment was performed on the left distal superficial femoral artery (sfa) and above the knee popliteal. Percutaneous transluminal angioplasty (pta) of the left popliteal was performed using 4x80 and 5x80 balloons. The patient was discharged on the same day. (B)(6) 2015, the patient was admitted with complaints of left leg pain and intermittent claudication and underwent peripheral intervention. Ankle brachial index measurements revealed progression of peripheral artery disease in the left leg with 80% stenosis at the hunter canal. The next day an abdominal aortogram showed abdominal aorta moderate degree of atherosclerosis. Left lower extremity bolus chase revealed 2 tight lesions in the sfa, one lesion at proximal sfa with 60-80% in-stent restenosis, the second lesion 85% at distal sfa, there was 3 vessels runoff distally. Jetstream atherectomy was performed using a 2.4 mm/3.4 mm jetstream navitus catheter, which was advanced and 2 runs were done over the proximal lesion, also 2 runs were done at the left distal sfa lesion successfully. A 5x100 mm lutonix drug coated balloon was advanced to the target lesion and inflated for 2 minutes at nominal pressure. Next a 6x40 mm mustang balloon was inflated for 2 minutes with nominal pressure. Post pta angiography revealed excellent result with no dissection and minimal residual stenosis. The patient was discharged the same day on plavix.